Event description:
Event verbatim [preferred term] burning with blister development in the size of a heat chamber [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-years-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient suffered, because of the heat pad of company, a burning with blister development in the size of a heat chamber, which caused her great discomfort for 14 days, as the wound was in the area of the waistband in the lumbar area. Due to the situation, she had to seek professional help and had the respective costs, which she demanded from company. Treatment was received for the events. Action taken in response to the events was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] got a blister on her lower back on right side; painful/ burn/it broke and liquid came out/ touched the area, and burst the blister [burns second degree] , did not check her skin under the product while wearing thermacare/she was wearing several layers of clothing over/did read the usage instructions on thermacare before she used the product [intentional device misuse] , product got too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 79-year-old caucasian female patient (non-pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) upc number: 305733010075, device lot number: t48941, expiration date: aug2020, from an unspecified date for pain relief for spinal stenosis and osteoarthritis. Medical history included post-menopausal, pain, diabetes, poor circulation in her legs, spinal stenosis and osteoarthritis. Concomitant medication included fentanyl patch at an unknown dose applied every other day for pain and paracetamol (tylenol extra strength) (reported as tylenol arthritis pain extra strength) at unknown dose every 8 hours for pain. No other alternative therapies. The patient was using a fentanyl patch and tylenol arthritis in conjunction with this. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect (used no more than the 8 hours per day, she put it on when it got bad, took off when she went to lay down). The patient did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient had been using thermacare lower back & hip for 10 or more years and this time, on (B)(6) 2018, she got a blister on her back and she was sure it was for that. She didn't have it on all day. The patient used it less than 8 that day. She never had this happen before. The blister was on the right side of her lower back. It could be as large as a dime or smaller. She noticed it on (B)(6) 2018, evening after removing the product. It was painful. When she touched, it broke and liquid came out. She felt it get really hot. When this happened she usually wraps it in a towel. She was treating the burn with antibiotic ointment and a bandaid. When this first happened she touched the area, and burst the blister. The patient was currently under the care of a physician for pain management for spinal stenosis and osteoarthritis. Patient's skin tone was classified as medium (neither light nor dark); she did not have sensitive skin; did not have abnormal skin conditions. Thermacare was used in no more than one day in a row. While the patient was wearing thermacare, she was wearing several layers of clothing over. Maybe one or two layers of clothing but not a lot. Attached with velcro. The patient did not engage in exercise while using the product, did not check her skin under the product while wearing thermacare, did read the usage instructions on thermacare before she used the product. There were no testing and no investigations. Treatment period of thermacare heatwraps lower back and hip was completed on (B)(6) 2018. The patient had been using the product for 10 or more years and would continue to use the product. The action taken for thermacare heatwrap was dose not changed. The outcome of the event "got a blister on her lower back on right side; painful/ burn/it broke and liquid came out/ touched the area, and burst the blister" and "product got too hot" was not resolved. Blister still remained. The outcome of the other event was unknown. The consumer considered there is a reasonable possibility that the ae blister is related to the device. According to investigation summary received from a product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The evaluation of the returned sample (under expedited complaint for too hot #) did not provide any additional evidence as to why the consumer stated the wrap was too hot. The returned wrap was not the wrap worn by the consumer. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "product got too hot". The cause of the "product got too hot" complaint is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (27apr2018): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment based on the information provided, the events of burns second degree, intentional device misuse, and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse, and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burning with blister development in the size of a heat chamber [burns second degree] , this time it was different and the temperature of one of these thermal chambers raised that much after a while so that it became very unpleasant [device issue] , it was used directly on the skin/ the skin was not controlled during the use [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A 58-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip, lot: r99699b, expiration- oct2019), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for stiffness in the l5/s1 area of the back. The patient medical history was not reported. Concomitant medications were none. The patient suffered, because of the heat pad of company, a burning with blister development in the size of a heat chamber on (B)(6) 2018, 12:00, which caused her great discomfort for 14 days, as the wound was in the area of the waistband in the lumbar area. The patient further reported that thermacare has been attached to the patient's uptight lumbar vertebra area in the morning in order to be able to take part in an important conference. The product worked before. This time it was different and the temperature of one of these thermal chambers raised that much after a while so that it became very unpleasant. It really burnt on the skin. Since she had to do certain tasks during the conference without break she only could get rid of the thermacare in the lunch break. "Removed after a meeting- too late!" (Was used for approximate 4,5 hours). The result was a burn blister of the size of the heating pad whose removal and following wound care could not be done by herself due to the position in the lumbar spine area. She had to consult professional help. The injury by this product caused problems for a long time - not to mention the permanent pain! The patient has been treated by an alternative practitioner. On 05mar2018, she was examined, wound care and received tegaderm plaster bandage. The bandage has been changed on 07mar2018, 09mar2918, 12mar2018 and on final visit 14mar2018. The patient stated skin type was middle-light; no skin diseases, the skin was not sensitive. The patient used the device every 3 months- 1-2 times (every time for 1-2 days) without problems before. It was used directly on the skin and the skin was not controlled during the use ("not possible due to position!"). No hospitalization involved due to the event "burning with blister". Action taken in response to the events was permanently withdrawn. The outcome of the event "burning with blister" was resolved on unknown date in 2018 "after long-time painful treatment" (wound care, bandage changes). The outcome of the event "it was used directly on the skin/ the skin was not controlled during the use" was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05apr2018): new information received from the same contactable patient included: date of birth, product complaint and new event details. Follow-up (20apr2018): new information received from the same contactable consumer includes: patient height and weight, product data (updated trade name, lot number, expiration date, indication and action taken), concomitant drugs (none), event data (updated onset date of the event burning with blister and new event "every time for 1-2 days/ it was used directly on the skin/ the skin was not controlled during the use"). Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, device issue and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burning with blister development in the size of a heat chamber [burns second degree] , this time it was different and the temperature of one of these thermal chambers raised that much after a while so that it became very unpleasant [device issue] , case narrative:this is a spontaneous report from a contactable consumer. A 58-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient suffered, because of the heat pad of company, a burning with blister development in the size of a heat chamber in mar2018, which caused her great discomfort for 14 days, as the wound was in the area of the waistband in the lumbar area. The patient further reported that thermacare has been attached to the patient's uptight lumbar vertebra area in order to be able to take part in an important conference. The product worked before. This time it was different and the temperature of one of these thermal chambers raised that much after a while so that it became very unpleasant. It really burnt on the skin. Since she had to do certain tasks during the conference without break she only could get rid of the thermacare in the lunch break. The result was a burn blister of the size of the heating pad whose removal and following wound care could not be done by herself due to the position in the lumbar spine area. She had to consult professional help. The injury by this product caused problems for a long time - not to mention the permanent pain! The patient has been treated by an alternative practitioner. On 05mar2018, she was examined, wound care and received tegaderm plaster bandage. The bandage has been changed on (B)(6) 2018, (B)(6) 2918, (B)(6) 2018 and on final visit 14mar2018. Action taken in response to the events was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2018): new information received from the same contactable patient included: date of birth, product complaint and new event details. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.